Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and device breakage ('residues from the devices') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), genital haemorrhage ("excessive bleeding"), swelling ("swelling"), hypersensitivity ("allergic reactions"), tachycardia ("tachycardia"), anxiety ("anxiety"), anaemia ("anaemia"), depression ("depression"), blindness ("vision loss"), headache ("headaches"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia"), back pain ("lumbar pain"), diarrhoea ("chronic diarrhoea"), arthralgia ("joint pain"), myalgia ("muscle pain"), tremor ("severe hand tremors"), tooth disorder ("denture problems"), irritable bowel syndrome ("irritable bowel"), fatigue ("general fatigue") and alopecia ("hair loss"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, swelling, hypersensitivity, tachycardia, anxiety, anaemia, depression, blindness, headache, abdominal pain, metrorrhagia, back pain, diarrhoea, arthralgia, myalgia, tremor, tooth disorder, irritable bowel syndrome, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, anxiety, arthralgia, back pain, blindness, depression, device breakage, diarrhoea, fatigue, genital haemorrhage, headache, hypersensitivity, irritable bowel syndrome, metrorrhagia, myalgia, pelvic pain, swelling, tachycardia, tooth disorder and tremor to be related to essure. The reporter commented: even though she underwent the surgery for the device removal, the symptoms she experienced did not fully disappear, nowadays she still suffers severe vision loss. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and device breakage ('residues from the devices') in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), device breakage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("lumbar pain"), myalgia ("muscle pain"), arthralgia ("joint pain"), pain ("pain in the right of the body"), genital haemorrhage ("excessive bleeding"), metrorrhagia ("metrorrhagia"), hypersensitivity ("allergic reactions"), headache ("headaches"), anaemia ("anaemia"), fatigue ("general fatigue"), swelling ("swelling"), irritable bowel syndrome ("irritable bowel"), diarrhoea ("chronic diarrhoea"), tachycardia ("tachycardia"), anxiety ("anxiety"), depression ("depression"), blindness ("vision loss"), tremor ("severe hand tremors"), tooth disorder ("denture problems"), alopecia ("hair loss"), inflammation ("abdominal inflammations") and dizziness ("dizziness"). The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018. The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device breakage, abdominal pain, back pain, myalgia, arthralgia, pain, genital haemorrhage, metrorrhagia, hypersensitivity, headache, anaemia, fatigue, swelling, irritable bowel syndrome, diarrhoea, tachycardia, anxiety, depression, blindness, tremor, tooth disorder, alopecia, inflammation and dizziness outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, anxiety, arthralgia, back pain, blindness, depression, device breakage, diarrhoea, dizziness, fatigue, genital haemorrhage, headache, hypersensitivity, inflammation, irritable bowel syndrome, metrorrhagia, myalgia, pain, pelvic pain, swelling, tachycardia, tooth disorder and tremor to be related to essure. The reporter commented: even though she underwent the surgery for the device removal, the symptoms she experienced did not fully disappear, nowadays she still suffers severe vision loss. The patient suffers from pain in the right side of the body from the residues from the devices that the doctors left in her body during the bilateral salpingectomy surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-mar-2021: no new information received, update to imdrf/FDA codes only. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and device breakage ('residues from the devices') in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), genital haemorrhage ("excessive bleeding"), swelling ("swelling"), hypersensitivity ("allergic reactions"), tachycardia ("tachycardia"), anxiety ("anxiety"), anaemia ("anaemia"), depression ("depression"), blindness ("vision loss"), headache ("headaches"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia"), back pain ("lumbar pain"), diarrhoea ("chronic diarrhoea"), arthralgia ("joint pain"), myalgia ("muscle pain"), tremor ("severe hand tremors"), tooth disorder ("denture problems"), irritable bowel syndrome ("irritable bowel"), fatigue ("general fatigue"), alopecia ("hair loss"), inflammation ("abdominal inflammations") and pain ("pain in the right of the body"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, device breakage, genital haemorrhage, swelling, hypersensitivity, tachycardia, anxiety, anaemia, depression, blindness, headache, abdominal pain, metrorrhagia, back pain, diarrhoea, arthralgia, myalgia, tremor, tooth disorder, irritable bowel syndrome, fatigue, alopecia, inflammation and pain outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, anxiety, arthralgia, back pain, blindness, depression, device breakage, diarrhoea, fatigue, genital haemorrhage, headache, hypersensitivity, inflammation, irritable bowel syndrome, metrorrhagia, myalgia, pain, pelvic pain, swelling, tachycardia, tooth disorder and tremor to be related to essure. The reporter commented: even though she underwent the surgery for the device removal, the symptoms she experienced did not fully disappear, nowadays she still suffers severe vision loss. Amendment: the report was amended for the following reason: after internal review, abdominal inflammations and pain in the right of the body were added as event. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and device breakage ('residues from the devices') in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), device breakage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("lumbar pain"), myalgia ("muscle pain"), arthralgia ("joint pain"), pain ("pain in the right of the body"), genital haemorrhage ("excessive bleeding"), metrorrhagia ("metrorrhagia"), hypersensitivity ("allergic reactions"), headache ("headaches"), anaemia ("anaemia"), fatigue ("general fatigue"), swelling ("swelling"), irritable bowel syndrome ("irritable bowel"), diarrhoea ("chronic diarrhoea"), tachycardia ("tachycardia"), anxiety ("anxiety"), depression ("depression"), blindness ("vision loss"), tremor ("severe hand tremors"), tooth disorder ("denture problems"), alopecia ("hair loss"), inflammation ("abdominal inflammations") and dizziness ("dizziness"). The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018. The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device breakage, abdominal pain, back pain, myalgia, arthralgia, pain, genital haemorrhage, metrorrhagia, hypersensitivity, headache, anaemia, fatigue, swelling, irritable bowel syndrome, diarrhoea, tachycardia, anxiety, depression, blindness, tremor, tooth disorder, alopecia, inflammation and dizziness outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, anxiety, arthralgia, back pain, blindness, depression, device breakage, diarrhoea, dizziness, fatigue, genital haemorrhage, headache, hypersensitivity, inflammation, irritable bowel syndrome, metrorrhagia, myalgia, pain, pelvic pain, swelling, tachycardia, tooth disorder and tremor to be related to essure. The reporter commented: even though she underwent the surgery for the device removal, the symptoms she experienced did not fully disappear, nowadays she still suffers severe vision loss. The patient suffers from pain in the right side of the body from the residues from the devices that the doctors left in her body during the bilateral salpingectomy surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jan-2021: essure insertion and removal dates updated, event dizziness added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and device breakage ('residues from the devices') in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), device breakage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("lumbar pain"), myalgia ("muscle pain"), arthralgia ("joint pain"), pain ("pain in the right of the body"), genital haemorrhage ("excessive bleeding"), metrorrhagia ("metrorrhagia"), hypersensitivity ("allergic reactions"), headache ("headaches"), anaemia ("anaemia"), fatigue ("general fatigue"), swelling ("swelling"), irritable bowel syndrome ("irritable bowel"), diarrhoea ("chronic diarrhoea"), tachycardia ("tachycardia"), anxiety ("anxiety"), depression ("depression"), blindness ("vision loss"), tremor ("severe hand tremors"), tooth disorder ("denture problems"), alopecia ("hair loss") and inflammation ("abdominal inflammations"). The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018. The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device breakage, abdominal pain, back pain, myalgia, arthralgia, pain, genital haemorrhage, metrorrhagia, hypersensitivity, headache, anaemia, fatigue, swelling, irritable bowel syndrome, diarrhoea, tachycardia, anxiety, depression, blindness, tremor, tooth disorder, alopecia and inflammation outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, anxiety, arthralgia, back pain, blindness, depression, device breakage, diarrhoea, fatigue, genital haemorrhage, headache, hypersensitivity, inflammation, irritable bowel syndrome, metrorrhagia, myalgia, pain, pelvic pain, swelling, tachycardia, tooth disorder and tremor to be related to essure. The reporter commented: even though she underwent the surgery for the device removal, the symptoms she experienced did not fully disappear, nowadays she still suffers severe vision loss. The patient suffers from pain in the right side of the body from the residues from the devices that the doctors left in her body during the bilateral salpingectomy surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.